Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (battery/charger faults) was confirmed. The battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The failure was due to contamination on the battery board, causing the charger to not charge a battery pack. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger had battery/charger faults.